Event description:
It was reported patient committed suicide. This event is reportedly unlikely related to stimulation, device and the implant procedure. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was further reported that the patient was experiencing worsening depression and suicidal ideation prior to his death, but that this was not related to the vns.

Manufacturer narrative:
H6, adverse event problem codes, corrected data: initial and supplemental report inadvertently submitted with the incorrect type of investigation code and investigations finding code.

Event description:
Additional information received. The suicide method is unclear, but reportedly not violent - assumed to be an overdose of medications, but the family does not have a toxicity report to verify. No obvious precipitating factors nor noted warning signs. The patient had expressed passive suicidal ideation but had also expressed no plan to act on suicidal ideation.